Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system has start up problem. Upon further inspection, the fse performed the preventive maintenance (pm) case, mentioned that the system had to be rebooted to get it up and running intermittently as it would get stuck in the dos commands during initial boot up. The fse replaced the coms battery on single board computer. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system has start up problem. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the battery of sbc. The fse replaced the battery of the sbc and returned the system to use in good working order.